Event description:
Small tubular piece of plastic found in pts stomach. Surgeon stated it is from the channel of the scope. (Endoscopy) surgeon removed small tubular piece from stomach and placed in container. No leaks found in scope after procedure. No harm to pt.